Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the system was running on battery. The patient side cart (psc) was in a good outlet and the circuit was in the correct position when the battery error message was displayed. Tse reviewed the logs and found multiple 417 errors pointing to the power supply #1 (ps1). Ps2 also went offline during procedure causing the battery message. The customer was able to perform a hard power cycle to resolve the issue and the system was now running on battery. The customer requested field service engineer (fse) to follow up. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting patient side cart (psc) running on battery, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced two affected medical grade power supply units (mgps) to resolve the reported issue. The system was tested and verified as ready for use. Isi received two mgps units involved with this complaint and completed failure analysis. Failure analysis confirmed and replicated the reported errors on both units. The units failed during testing with error 417: fans stopped working. The complaint regarding running on battery was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the customer encountered battery error messages on the patient side cart (psc) during a procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.